Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that when the scrub nurse took the liner from the outside packaging, it was noticed that there was a piece of debris inside with the liner.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Further investigation determined the product likely left zimmer biomet control non-conforming. Based on the confirmed presence of a hair in the package, it was concluded that it was due to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. The product and its packaging was returned and the evaluation determined that, a small particle inside the liner and some loose particles in the poly bag were present. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was attributed to be a human factors issue and manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.